Event description:
Customer reported a hospitalization due to low blood glucose. Customer's current blood glucose reading is 102 mg/dl. Customer fell down. Paramedics were called to the customer's home and a shot of glucose was administered. The blood glucose reading at the time of the event was 41 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.